Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone #: (B)(6). Initial reporter translated name: (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not turn on. Per review of wo on (B)(6) 2024, device was used on patient. No patient identifiers available, no patient impact reported. Per follow up information received via mail on 04dec2024, the device was sent to onsite by replacing the screen. Per sample evaluation results received via task on 31dec2024, it was reported that the level sensor was not working well in an arctic sun device. The mixing pump was not working well. Customer's fluid delivery line was not working properly because a leak was heard and did not give a correct pressure.

Event description:
It was reported that the arctic sun device did not turn on. Per review of wo on 11nov2024, device was used on patient. No patient identifiers available, no patient impact reported. Per follow up information received via mail on 04dec2024, the device was sent to onsite by replacing the screen. Per sample evaluation results received via task on 31dec2024, it was reported that the level sensor was not working well in an arctic sun device. The mixing pump was not working well. Customer's fluid delivery line was not working properly because a leak was heard and did not give a correct pressure.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. The device was evaluated upon receipt. The mixing pump was not working well. Replaced mixing pump. The functional test and calibration were performed correctly. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. Correction: f, h. The complete initial reporter phone number is (B)(6). The complete initial reporter facility name is (B)(6) hospital. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.